Event description:
It was reported that the patient experienced pain at the pocket site since implant. The physician believed that it just needed more time to heal, the patient was prescribed some oral pain medication.